Manufacturer narrative:
The manufacturer previously reported information alleging the ventilator has an obstruction of filter and screen locked. Additionally, the unit came in due to alarming "ventilator service required" while in patient use and the unit does not operate under manufacturer specs. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The manufacturer received email confirmation that updated information to reflect the non-warranty devices will not be returned at this time.

Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Event description:
The manufacturer received information alleging the ventilator has an obstruction of filter and screen locked. Additionally, the unit came in due to alarming "ventilator service required" while in patient use and the unit does not operate under manufacturer specs. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.